Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: a call service 54 alarm was observed in the pump's black box history on the date of the complaint. The display screen was blank when the pump was powered on. There was visible corrosion inside the battery compartment and behind the display lens. A leak test failed due to a crack in the pump casing. The pump was opened and further evidence of moisture was found throughout the pump case. The pump case was cracked near the top right and bottom corner of the display lens at the case seal.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.